Event description:
Additional information received reported that it was happening the afternoon of 2014-(B)(6). The explant was complete. It was not known how the patient was doing post-explant.

Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. It was noted increasing stimulation did not resolve the issue. It was reported the patient did not have additional groups to try. It was noted the patient was encouraged to turn device down to zero and leave off until appointment. It was reported the patient had high impedances on multiple electrodes. It was noted x-ray showed the lead had migrated down from t8 to t9 with the bottom of the lead out of the epidural space. It was reported there was no traumatic event associated with issues. It was noted the patient was considering removal and lead revision. It was reported the device was deprogrammed and turned off. It was noted the patient could not be reprogrammed due to lead position. It was reported the patient was not injured. It was noted the patient was not receiving effective therapy.

Event description:
Additional information received reported the patient has opted to not have the lead replaced but to have the entire system removed and is meeting with a new health care provider (hcp) to schedule the explant. Additional information has been requested and when received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).